Manufacturer narrative:
One pneupac ventilator was returned for analysis due to the gauge no longer working. Device delivers to test lung but the manometer gauge needle does not move. Upon inspection, the issue was confirmed. It was noticed that the tubing that goes to the manometer was not connect. The tubing was reconnected to the manometer, and now the gauge needle responds to the ventilation.

Event description:
Information was received that when device came back from repairs, the gage no longer works; it was working before it was sent in. No adverse effects reported.